Event description:
The physician reported the haptic broke during initial insertion. A decision was made by the doctor not to remove the damaged lens during the initial surgery. The lens remained in the eye until several weeks post operative, date unknown, at which time it was removed and replaced.

Manufacturer narrative:
Iol return anticipated but not yet received by the manufacturer for analysis. Lens met manufacturing specifications prior to release. While we are unable to determine the specific cause of the damage, the information received reasonably suggests it is not manufacturing related.